Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced 3 pump stops and low flow alarms and has requested that the manufacturer assess the percutaneous lead. The history screen revealed low voltage and pump stoppage. The power module pt cable and the system controller were exchanged. The pt will continue to stay on batteries until assessment has been completed.

Manufacturer narrative:
The manufacturer conducted a percutaneous lead distal end replacement according to procedure. The report of alarms and pump stops was confirmed. Approximately 17" of the external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. The evaluation revealed the insulation of the red wire was disrupted adjacent to the metal/controller connector. The underlying wire conductors were exposed and the majority of the conductors were fractured. However, the wire remained electrically intact. The characteristic of the disruption appeared consistent to fatigue as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The reported alarms and pump stops would have occurred as a result of the exposed conductors of the wire contacting the braided shield and shorting to ground while connected to the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.